Event description:
It was reported to philips that device is unable to startup. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the rse provided an offer for diagnostic service, however, the customer refused to pay for the repair.